Manufacturer narrative:
The date of manufacture was not available at the time of filing. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, while in a procedure using bi pap mode , user noticed a service notice alarm and patient stated they could not exhale , switched to another ivent 201 and cont procedure without consequence to the patient . Unit has a 387 error in technical log.

Manufacturer narrative:
Ge healthcare product engineering reviewed the error logs sent by the customer. There was no malfunction associated with the device on (B)(6) 2016. Error 387 was logged on (B)(6) 2016. This identified error would not prevent the unit from ventilating. No death or serious injury resulted from this event. This case is "not reportable."